Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details were not received from customer section h4: device manufacturer date details were not received from customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in tennessee reported that the tubing of four units of ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. There was no patient involvement reported.

Event description:
A healthcare facility in (B)(6) reported that the tubing of four units of ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI, expiration date details were not received from customer section h4: device manufacturer date details were not received from customer. Method: the subject devices, four units of ojr412 optiflow junior 2 nasal cannula were not received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the information, provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the tubing of four units of ojr412 optiflow junior 2 nasal cannula was detached from the cannula tube joint. Conclusion: without the subject device returned for an evaluation, we are unable to determine the exact cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the subject device ojr412 optiflow junior 2 nasal cannula s show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in (B)(6) reported that the tubing of four ojr412 optiflow junior 2 nasal cannulas was detached at the cannula end. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details were not received from customer section h4: device manufacturer date details were not received from customer method: one ojr412 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the subject device confirmed that one of the tubings was detached from the cannula tube joint. The other tube was slightly deformed at the cannula tube joint. Conclusion: based on the visual inspection of the returned device, information provided by the healthcare facility and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."